Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with lips and nasolabial folds with 1 ml of juvéderm® volift® with lidocaine. The patient reported 1.5 months later that they awoke with ¿sudden pain¿ at the right sng level and at the upper lip. In an online assessment, imagery showed ¿inflammation¿ in the infiltration trajectories only at the upper lip level, although the patient also had a ¿palpable and painful nodule¿ at the level of the right sng. The patient was treated with a short course of prednisone/dacortin 30 mg for 5 days. Event is ongoing.